Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and rv shock coil was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing leading to inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise on the lead led to inappropriate shocks. The screw would not retract and locking stylet would not advance past mid part of coil. This led to the belief of a fracture behind rv coil on tip electrode. Should any other information become available, it will be added to this file.